Event description:
It was reported that the insulin pump alarmed two errors while the customer was in the shower. The blood glucose reading was 7.9 mmol/l. The caller stated that the alerts occurred spontaneously. He cleared the alarms, reset the time and date, and noted that the basal deliveries were fine. He stated that one day later, when he replaced the empty battery, the insulin pump alarmed failed battery test. He stated that he was unable to perform a bolus delivery thereafter. Upon inserting another new battery, he observed that the insulin pump worked. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.